Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. It was unable to perform the displacement test due to motor error alarm. Motor position encoder error and motion sensor test failure alarm could not be confirmed due to the motor error. Device had minor scratches on lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that she was driving when the insulin pump alarmed motion sensor test failure. The customer performed the displacement test and received a motor error alarm during rewind. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was unable to complete the rewind sequence; the insulin pump was stuck in the rewind loop. Customer stated he might have received a motor position encoder error alarm. Blood glucose value was 127 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.